Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited increased thresholds, decreased r-waves, increased impedance and an x-ray confirmed the lead had dislodged. The rv lead was revised and remained in use. Several days later the rv lead exhibited no capture and an x-ray confirmed the lead had partially dislodged. The rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.